Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that he woke up to the sensor triggering a low alert. However, the customer's blood glucose was 374 mg/dl. The customer stated that the insulin pump was alarming, and he was unable to clear the alarm. The customer did not observe any significant events leading to the keypad issues. Customer stated that the device was alarming but nothing showed on the screen. He was unable to bolus due to the keypad anomaly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to unlocked connector at the lcd board. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery test and displacement tests due to the button anomaly. The pump also had a cracked case at the display window corners, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.